Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the headaches was due to reprogramming and have gotten better/resolved on their own with no actions or interventions taken. There were no environmental factors that led to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a headache following their programmable shunt being adjusted to 1.5 to 1. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.